Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that  they took their 2d images and the tech put it in slow movement and then would not go back to normal operation. Rebooted and now system stuck in stand alone mode. There was no patient impact reported and a delay of less than one hour. They powered the system down, disconnect the mobile viewing station (mvs) from image acquisition sysytem (ias) , waited a few minutes, and then rebooted the ias and mvs independently. Hard reboot unresolved.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.